Event description:
It was reported that a pump declared a cartridge change error, causing the customer's blood glucose level to exceed 500 mg/dl, with the value displayed as "high." The customer addressed the high blood glucose by taking a corrective injection via multiple daily injections and did not require third-party assistance. Technical support instructed the customer to remove and inspect various pump components, ultimately assisting in filling and loading a new cartridge, which allowed the customer to resume insulin therapy successfully.